Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely, the event was caused by one of the following; shortened bending tube, extended angulation wire, shortened coil pipe, misaligned wire stopper, and/or excessive force applied to angulation manipulation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cord of the evis exera iii colonovideoscope was loose at the control section and universal cord. Upon inspection of the customer¿s returned device it was observed, issue with the movement of the control knob was noted. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in event, it was observed, scratch and dent was noted on the device, and the light guide protector boot was loose. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.